Manufacturer narrative:
We have not received the complaint device for evaluation. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Device was checked by the user before use and it was found to be operational. It is possible some anatomical or procedural factors may have contributed to the device malfunction. There was no harm to the patient as the result of this incident.

Event description:
During carotid endarterectomy procedure(cea), when surgeon inflated the balloons of the pruitt f3 carotid shunts inside patient's artery, one of the balloon did not inflate and failed to occlude the artery. There was no injury to the patient as the result of this incident.